Event description:
Caller reported that a pump malfunction occurred, identified as malfunction code 12, with no notable events prior. There was no adverse impact to the customer's blood glucose level. Technical support helped the caller reset the pump, resolving the issue without recurrence, and advised the caller to report if the malfunction code reappears. Caller acknowledged the instructions and continued to use the pump.